Event description:
It was reported that 1week after laparoscopic anterior resection, anastomotic leakage occurred soon after the liquid food was started. It was minor leak grade 2, and it did not need colostomy. The hyperalimentation was used, and the patient has been followed up. In the initial operation, the rectum ra rb was cut with psee60a and gold cartridge for 2 times, and cdh25a was used to anastomose. Dst reconstruction was performed. There was no problem to the device or the stapling during the initial operation. The device was used between colon and rectum. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information was requested, and the following was received: was a leak test performed? If so, what type and what was the result? No further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information will be available. How was the leak identified? No further information will be available. What was observed at the site of the leak upon reoperation? No further information will be available. How was the leak addressed? No further information will be available. Where was the leak? No further information will be available. What color cartridges were used and on what anatomical structure were they fired upon? No further information will be available. Could you please provide a timeline of events? No further information will be available. Did the patient receive any pre-op chemo or radiation? No further information will be available. What is the current patient status? No further information will be available. Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the complications? No further information will be available. Sales rep tried to get the additional information, but no further information will be provided now". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.